Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Supplemental rationale: 18 previously reported events are included in this follow-up record. 19 events were previously reported during the reporting period; however, 1 previously reported event in this report should have been included under MFR report # 0001811755-2020-01831. 18 previously reported events are included in this follow-up record. Product return status: 13 devices were received. 5 device investigation types have not yet been determined.

Event description:
This report summarizes 18 malfunction events in which the device reportedly overheated. 14 events had no patient involvement: no patient impact. 4 events had patient involvement: no patient impact.

Event description:
This report summarizes 18 malfunction events in which the device reportedly overheated. 14 events had no patient involvement; no patient impact. 4 events had patient involvement; no patient impact.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Supplemental rationale corrected data: h10. 18 previously reported events are included in this follow-up record. Product return status: 13 devices were received. 4 devices were not available for evaluation. 1 device investigation type has not yet been determined.

Event description:
This report summarizes 19 malfunction events in which the device reportedly overheated. - 15 events had no patient involvement; no patient impact. - 4 events had patient involvement; no patient impact.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Supplemental rationale corrected data: b5, h10 18 events were previously reported during the reporting quarter; however: - 1 previously reported event was included under MFR report # 0001811755-2020-01927 but should be included under this report. - 19 total events were reported for this catalog number/device code combination for the reporting quarter and are included in this follow-up record. Product return status 14 devices were received. 2 devices were not available for evaluation. 3 device investigation types have not yet been determined. Event confirmation status 5 reported events were confirmed. 9 reported events were not confirmed. Evaluation results 5 devices were found to be affected by corroded bearings. 5 devices were found to be affected by internal corrosion. 4 device was found to be affected by lubrication breakdown.

Event description:
This report summarizes 18 malfunction events in which the device reportedly overheated. 14 events had no patient involvement; no patient impact. 4 events had patient involvement; no patient impact.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Supplemental rationale: corrected data: h10. 18 previously reported events are included in this follow-up record. Product return status: 14 devices were received. 4 devices were not available for evaluation.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Reported events: 18 events were reported for this quarter. Product return status: 5 devices were received. 13 device investigation types have not yet been determined. Event confirmation status: 4 reported events were confirmed. 1 reported event was not confirmed. Evaluation results: 4 devices were found to be affected by internal corrosion. 1 device was found to be affected by lubrication breakdown. 18 devices were not labeled for single-use. 18 devices were not reprocessed or reused.

Event description:
This report summarizes <noe> 18 </noe> malfunction events in which the device reportedly overheated. 14 events had no patient involvement; no patient impact. 4 events had patient involvement; no patient impact.